Manufacturer narrative:
A siemens field service engineer (fse) visited the customer site and evaluated the instrument. The fse discovered that the substrate reservoir was overfilled and the filter of the spike was blocked. The fse exchanged the spike and the psa assay was recalibrated on the instrument and quality control samples were run. The results were within specifications. Thirteen patient samples out of the original forty one were repeated on the instrument and the results were what the customer expected. The cause of the falsely low psa results was due to substrate reservoir being overfilled and a blocked spike filter. This instrument is performing according to specifications. No further evaluation of this device is required. (B)(4).

Event description:
The customer has obtained falsely low values on forty one patient samples for prostate specific antigen (psa) on an immulite 1000 instrument. Quality control samples for psa were run at the beginning of the run and the results were within specifications. The customer observed that during the morning run on (B)(6) 2014 the patient sample values were lower than the previous values obtained on the same samples on an earlier date. The customer ran quality control samples again and the values obtained were below acceptable specifications. The customer restarted the instrument on the afternoon of (B)(6) 2014 and repeated twenty eight of the patient samples with the same psa reagent and the values obtained were higher. The quality control samples were repeated as well and were within specifications. Initial results were reported to the physician(s). It is unknown if the repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low psa results.